Manufacturer narrative:
The device was returned to a zoll medical approved service provider for evaluation. During disassembly of the device to determine root cause, the technician observed external damage consistent with mis-handling. The device was not repaired, instead the device was scrapped at the approved service provider. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.